Manufacturer narrative:
External insulation abrasion was found between the shock coils at 15.1cm to 15.4cm from the distal tip consistent with lead friction to another device. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented for device change-out due to normal eri. High impedance was observed. Lead was explanted and replaced.